Event description:
It was reported that there was a right ventricular lead with intermittent out of range pacing lead impedance. The patient was alerted by the patient notifier and was brought into clinic for follow up. The device reported a high out of range pacing lead impedance in the week trend graph. Lead testing involving isometrics, arm positioning, and pocket manipulations in an attempts to reproduce additional out of range impedances and noise on the iegs were done with no noise reproduced and the impedances increasing. The lead remains in the field.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.